Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they received a new crown on their bottom back molar. The patient also stated that they had extreme tooth pain and that they needed a root canal and then a crown to finish the process.